Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) packaging was returned for investigation. Visual inspection of the as returned package identified. One of the stickers was peeled off from the sheet. The implant carrier and all components were not returned. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable, as the conditions of product delivery could not be replicated. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4), h3: device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identification unknown/ not provided. Age of the patient unknown/ not provided. Patient's weight unknown/ not provided. Reporter's fax number not provided. Device 510(k) number unknown.

Event description:
It was reported that there was no implant in the packaging (tsvtb11). It was also reported they had another implant is the stock and completed the procedure during the same surgery.